Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting loss of capture and pacing issues which was attributed to telemetry issues. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.